Manufacturer narrative:
A ge svc rep evaluated the system and replaced the hand switch and reloaded software. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the system sounds like it is making continous x-rays until rebooted. No pt injury was reported.